Event description:
Registered nurse (rn) was trying to replace a 6 fr nasogastric (ng) tube on patient. When rn removed the ng tube from the package, the stylet was inserted farther into the ng tube than normal. Rn tried to remove the stylet and wasn't successful, the stylet wouldn't move in any direction. With the help of charge nurse, rn was able to remove the stylet with the use of hemostat. After loosening the stylet, we found there to be dried glue approximately 3 cm from the top of the stylet that had been holding the stylet in place. The ng was not used for a patient and a new one was obtained.